Manufacturer narrative:
The complaint mr340 reusable infant humidification chamber is expected to return to fisher & paykel healthcare (B)(4) but has not yet arrived. A follow-up report will be provided upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that an mr340 reusable infant humidification chamber outlet was found to be cracked when taken out of its packaging. This occurred prior to patient use.